Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump unexpectedly shut off on (B)(6) 2017. During troubleshooting with tandem technical support, the customer was instructed to leave the pump to charge for a period of time. Customer reported blood glucose (bg) level was 286 (mg/dl) at the time of the event. A manual injection was delivered to address bg level. Follow up with the customer confirmed the pump was able to be turned back on after charging. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.